Event description:
It was reported that 3 bd insulin syringes with the bd ultra fine¿needles hub separated from the device. The following information was provided by the initial reporter :   the consumer reported needle hub separation while attempting to remove needle shield. The consumer stated 3 needles were affected. Date of event : unknown samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 11/18/2021 h.6. Investigation: customer returned (1) loose 0.5ml bd insulin syringe. The consumer reported needle hub separation while attempting to remove needle shield. The returned syringe was examined, and it was observed that the needle hub/shield assembly was detached from the barrel. No damage to the barrel tip was observed. A review of the device history record was completed for batch# 1158027. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that 3 bd insulin syringes with the bd ultra fine¿needles hub separated from the device. The following information was provided by the initial reporter :   the consumer reported needle hub separation while attempting to remove needle shield. The consumer stated 3 needles were affected. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.